Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on (B)(6) 2015. During the filling phase, the balloon was pierced and there was failure to achieve thermoregulation. The procedure was completed with a like device. There was no adverse patient consequence.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. There were no visual defects found. The catheter failed the leak test because it had three pinholes in the balloon.